Manufacturer narrative:
The reported event of header anomaly was confirmed. Upon receipt the atrial contact spring was noted to be dislodged and stuck behind the setscrew connector block. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, the right atrial (ra) lead was unable to be connected into the header of the device. It was noted, there appeared to be something in the ra port on the header. The device was not used. Another device was connected to the leads. The patient was stable.